Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2021. During the procedure, the devices was tested prior to use on the patient; however, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.